Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that electrical resistance and cross continuity test results were within specification. (B)(4).

Event description:
It was further reported that the lead was possibly fractured.

Event description:
It was reported that during implant of the epicardial left ventricular (lv) lead thresholds and impedance were high. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.